Event description:
It was reported that the doctor was trialing the salute for a bilateral inguinal repair. We changed cartridges. With test fire for the second cartridge noticed straight shots - 5 fires were deployed all which were straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.